Event description:
It was reported that the user was unable to remove an empty cartridge due to difficulty unlocking the connector and limited ability to grip the component. No reported adverse clinical effects. Outcomes included no impact on clinical status and no need for medical attention. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the connector could be loosened using household aids to improve grip and leverage, after which the user was able to turn and remove the component. It was concluded that the device functioned as designed and that user technique contributed to the difficulty, which was resolved with guidance.